Event description:
Related manufacturer reference number: 2017865-2023-15869. It was reported that during pacemaker changeout procedure, the physician noted partial thickness insulation defects on both the atrial and right ventricular leads. Medical adhesives and slit sutures were used to remediate the issue during procedure on(B)(6)2023. The patient was stable.